Event description:
It was reported that following use, the proximal shaft of the balloon catheter was noted to have separated. No further info was provided. Analysis of the returned device revealed threads of material peeling from the shaft of the catheter.